Event description:
It was reported that, while in use on a patient the graphic user interface (gui) on a 980 ventilator was not responding. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer inspected the device and could not duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.